Manufacturer narrative:
Date initial report sent: 07/21/2008.

Event description:
Procedure type: lap chole. According to the rptr: while trying to position the instrument, a part disengaged from locking latch. It did not fall into the cavity. There was no report of pieces falling into the cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt status: ok. No further pt info available.